Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were clonidine and bupivacaine. It was reported that a motor stall was seen when reading prior to refill. Clinician initially thought the patient may have run out of drug as the patient reported hearing an alarm - he thought for the past day or so - but logs were not checked. They experienced increased pain and sweating. The patient did not recently have an MRI. Caller indicated pump would likely be replaced tomorrow (B)(6) 2020). There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the motor stall occurred on (B)(6) 2020. The pump was replaced. The hospital has not yet released the pump, but when they do it will be returned. There were no further complications reported/anticipated.